Event description:
The customer reported incomplete or "out of range" results for neutrophil and lymphocyte parameters on the 5c abnormal 2 control on a coulter hmx hematology analyzer with autoloader. The customer also stated that the instrument generated flowcell clog errors, an increase in blast flagging, and mode to mode failures. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse confirmed the stabilyse pump volume needed to be adjusted resolving the abnormal 2 diff issues and flowcell clog errors. The fse stated that the customer does not use manual mode, but the fse adjusted the secondary calibration factors to resolve the mode to mode failures. The fse was not able to reproduce the increased blast flagging. (B)(4).